Event description:
It was reported that pacing impedances on this right atrial (ra) lead reached greater than 2000 ohms on (B)(6) 2019. There was also noted to be noisy signals. The health care provider reportedly suspected that the lead was fractured. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).